Event description:
It was reported that during a routine device change out procedure insulation damage was noted on this right ventricular (rv) lead close to the terminal pin. Additionally, during cautery and pocket manipulation pacing inhibition was noted. It was suspected that these clinical observations were due to oversensing and a lead fracture. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.